Event description:
Clinical study. Same case as MFR# 6000093-2006-01148. The pt presented on the day of the index procedure with symptom of unstable angina. Per cath report, the pt had an adenosine stress test which showed evidence of antreior apical ischemia. Because of her progressive symptom, the pt was referred for further evaluation. The index procedure treated the mid lad. The lesion was 2.5 mm wide and 40 mm long, with 90% stenosis. The vessel was mildly tortuous and moderately calcified. The physician predilated the lesion prior to placing the 2 overlapping stents: a 2.5 x 20 mm taxus express2 and a 2.5 x 16 mm taxus express2. They overlapped by 5 mm. Residual stenosis was 0%. There were no reported complications and the pt was discharged one day later on plavix and aspirin. Per study documents,the pt expired 365 days post index procedure. The event leading to death is unk. The study coord stated that the pt was lost to follow up and found the decased pt on the social security database. The study coord stated that no further info is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 6250745 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends. The cause of the difficulties experienced during the procedure could not be determined.